Event description:
The infusion pump was received at the service facility with a note that stated "flow seems to be going the wrong way." The pump was most likely in clinical use at the time, however no add'l clinical info was able to be received. No pt injury was reported.